Event description:
It was reported that the customer's insulin pump had an error alarm during the prime process, and insulin started squirting out. Advised that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.